Manufacturer narrative:
E1-initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a communication error (e221). The issue occurred during service or maintenance. There were no reports of patient involvement.